Event description:
It was reported that the patient experienced three syncopal episodes at home. The pulse generator exhibited loss of ventricular capture and the physician elected to turn off the autocapture feature. On (B)(6) 2014 the patient was taken to the hospital in an ambulance and was asystolic. The pulse generator was interrogated and noted the device was capturing. The physician adjusted the device program settings and scheduled a device replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.